Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 400 mg/dl (in the reported issue notes it was documented that, "400 mg/dl (approx)"), 87 mg/dl. Tests were done within 10 minutes with a difference of 114%. Patient did not experience any adverse events. No further information has been reported. Customer cleaning meter incorrectly.